Event description:
Device 1 of 3; reference MFR. Report#: 3008829311-2018-00206, reference MFR. Report#: 3008829311-2018-00207. Additional information gathered revealed the patient had multiple leads. Also, follow-up revealed the patient's entire drg system was explanted not just their lead as previously reported.

Manufacturer narrative:
Further reported device and concomitant device information is unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported pus was present at the location of where one of the patient's leads eroded through their skin. As a result, the lead was explanted.